Manufacturer narrative:
The marksman catheter was returned for analysis. The catheter tip and the marker band were examined, and no damages were found. The catheter body was found to be accordioned near the distal tip and the proximal end of the hub. Furthermore, the catheter body found separated at the distal section. The broken ends of the catheter exhibited with stretching and necking, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with slight resistance and it got stuck at the damaged location. No other anomalies were observed. Based on the analysis findings, the catheter was found to be separated into two segments. The broken ends of the catheter exhibited stretching and necking, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the event during delivery. From the damages seen on the catheter body (accordioning/separating); it appears there was high force used (pushing and pulling); subsequently causing the catheter to separate. Per our instructions for use (IFU), the user should: discontinue delivery of the device if high force or excessive friction is encou ntered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. Linked mdrs: 2029214-2018-00355, 2029214-2018-00356. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the marksman microcatheter was delivered to the target vessel location and the pipeline was advanced, however, the pipeline could not be advanced to the target location due to tortuous vasculature. Therefore, it was decided to remove the pipeline and while retrieving the devices a "split noise" was heard. The pipeline and the marksman microcatheter were able to be removed. No patient injury was reported to have occurred. New device was selected, however, the procedure was discontinued. Re-operation treatment plan is to approach the treating location via the neck vessels. The patient anatomy was reported to have been severe tortuosity, and medium size in diameter.